Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) deployed outside of the body, during the steps. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed outside of the body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) deployed outside of the body during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The advancer tube was held in place while removing the balloon from the access site. The sealant was deployed outside of the body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no access vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle. The syringe was connected to the device, and the stopcock was in the open position. The advancer tube was in its manufactured position. The sealant was coiled on the catheter shaft, and the sealant sleeve was in its original position. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks, and it was found within specification. Per functional analysis, the sealant was removed to perform a simulated deployment test of the advancer tube. The shuttle advanced fully without issues, and the advancer tube was properly engaged with the proximal tamp lock. Per microscopic analysis, the tamp locks were inspected for damages that might have prevented the advancer tube from engaging with the proximal tamp lock during the procedure, and no damages were found during microscopic examination. The reported event of ¿sealant-sealant misdeployment-complete¿ was confirmed through analysis of the returned device since the sealant was noted to be present on the catheter during visual inspection. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the misdeployment incident reported since the device passed functional analysis for deployment and there were no other damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle as the advancer tube was found in its manufactured position. Also, the sealant sleeve was not displaced as expected if a shuttle advancement into the procedural sheath was performed (although it is unknown if the sealant sleeve was manipulated post procedure). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) deployed outside of the body, during the steps. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed outside of the body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.